Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon failed to cross the lesion. Consequently, as there were presence of diffuse lesions in the proximal area, the physician decided to dilate these diffuse lesions first to reduce resistance and tried to inflate the balloon; however, the balloon ruptured. The device was simply removed from the patient's body and completed the procedure with another of the same device. There were no patient complications reported and the patient's condition was good.